Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next day the patient was hospitalized for the peritonitis event. On an unreported date the patient was treated with vancomycin 1 gram in each bag and fortum 1 gram in each bag. The cause of the peritonitis was a breach in aseptic technique further described as the patient made a mistake, did not wear a mask and the area was not clean before starting pd therapy. It was reported the patient was recovering from the peritonitis event. Three days after being hospitalized, the patient passed away. The cause of death was reported as ¿cardiac problem and old age¿. It was reported pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.